Event description:
Spontaneous report. Pt reports last hizentra infusion took about 5 hours. As per pump sheet, estimated about 2 hour infusion. Pt has been using same 2 pumps, needle set and tubing as when she was on gamunex-c. Gamunex-c infusion was roughly about 2 hours (similar volume as hizentra). She mentioned how one pump seemed to work better than the other. Counseled could be pump issue. Need to reship. No clinical injury/harm was experienced by pt due to pump malfunction. Infusion was able to be completed. Defective pump is available for return, and new pump will be provided. Reported to (B)(6) by health professional.